Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was 11.3 mmol/l. The customer stated that audio was loud and during self test they received several hardware low level failure alarms. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly.